Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed she did not see the sensor wire when she removed the sensor on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.